Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 291 mg/dl at the time of incident. Customer stated they have treated for their blood glucose. It was also found the customer was dehydrated from their blood glucose. Troubleshooting found the customer had one air bubble along their tubing. It was also found the customer did not have a bent cannula after removing their infusion set. It was also found the customer had adhesive issues with their infusion set. The customer's current blood glucose was 283 mg/dl. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.